Manufacturer narrative:
This event occurred in (B)(6). Occupation is lay user/patient the customer also complained of errors 5, 6 and 8 on the meter which cause her to re-insert the test strip or use a new test strip. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 353499) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 4.9 inr. The result from the laboratory approximately 1 hour later was 2.67 inr. The customer's therapeutic range is 2 - 3 inr.

Manufacturer narrative:
The reporter's test strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 3.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The customer had reported receiving errors 5, 6 and 8 several times. These error messages were not observed during the investigation of the test strips. These error messages generally can be related to user technique issues. Medwatch fields d10 and h3 have been updated.